Event description:
Information was received in 2006 from a physician via a physician's assistant and a sales representative regarding a female patient, with a medical history of osteoarthritis, who experienced left knee pain, left knee swelling, left knee irritation, left knee inflammation and left knee effusion. The patient began treatment with synvisc in 2005. In 08/055, 2002, and 09/2005. She experienced pain and swelling in the left knee beginning after the third injection, which continued on and off. The patient had arthroscopic surger post synvisc treatment to "clean out the knee." The surgery revealed "quite a lot of irritation and inflammation. "There was no evidence of a rheumatalogical reason. 35 cc of fluid was drained from the knee in jan-2006, 10 cc was drained in -feb-2006 and 15 cc was drained on a previous occasion (date unknown). Each aspiration was tested and the result was negative for each one. On unknown dates, the patient received steroid injections. The causality was assesed as possible to probable. At the time of this report, the left knee pain and swelling continued on and off. Follow-up information was received in 2006 from the physician. In oct/2005, the patient had arthroscopic surgery for "severe capsular synovitis/inflammation." White blood cells were present in the knee aspirate. The physician commented: "negative inflammatory arthritis workup, no infection noted by knee aspirate results." At the time of this report. The left knee pain and swelling had not resolved.